Event description:
A peritoneal dialysis patient called in with drain complications during her peritoneal dialysis treatment. The patient's husband reported a "brown cotton like" substance in the toilet where the patient drains. A follow up call was made to the patient's peritoneal dialysis nurse; she reported that the patient was seen in the clinic on (B)(6) 2014 and was noted to have cloudy fluid. The patient was started on intra-peritoneal antibiotics (vancomycin 1g) every five days for 21 days. The nurse reported that this was the patient's second case of "touch" contamination peritonitis in the last six months (previously reported).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.